Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter migration and limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter migrated and a limb detached. There were no reported attempts made to retrieve the filter. The patient allegedly experienced abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter migrated and a limb detached. There were no reported attempts made to retrieve the filter. The patient allegedly experienced abdominal pain; however, the current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient due to spinal cord injury and to prevent blood clots from going up. At some time post filter deployment, it was alleged that the filter detached and struts retained in the body. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism and chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter migration, pe post implant and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.